Event description:
The customer reported that the insulin pump alarmed no delivery. Customer she changed sets and reservoir and battery went out and had blank display. Customer took out the battery and reinserted the battery and got failed battery test and got blank display. Customer stated that her mother would bring battery. Advised to report back once she gets the new battery so we can troubleshoot the problem. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).